Event description:
Reporter indicated that patient developed an infection at the generator site several days post-implant. The infection was treated with antibiotics and I&d and has reportedly resolved.